Event description:
Contact reported that the cc4204bf plate collamer lens was defective and has something on the lens. Additional information has been requested, but none has been forthcoming from the user facility.